Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the writer was told during morning report that patient pulled the foley catheter overnight and snapped the thermoset portion in half and their urine stopped draining. Night nurse stated that they therefore exchanged foley catheter. 0730: writer walked into the patient's room and witnessed foley catheter on the ground with urine dribbles with foley balloon deflated - possible defect, hole.